Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the device hadn't worked for quite a while. Caller stated the patient was having a lot of pain right around where the battery was at and they could move the battery through the skin. Agent asked when the device stopped working and caller said probably 2-3-4 years ago. Caller mentioned the patient has an appointment with the healthcare provider in (B)(6). Agent asked if they still had any charging equipment for the ins, but the caller stated they never had to recharge the implant (although device data showed that patient had a rechargeable model). Agent was unable to confirm if the patient reached eos or if the battery had simply depleted. The patient was redirected to their healthcare provider to further address the issue.